Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The nurse opened the flexor raabe guiding sheath for use during vascular surgery and discovered that it was unable to be used due to a cracked valve. Therefore, the device did not make contact with the patient. The patient did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
Evaluation- a review of the complaint history, device history record, documentation, quality control, and specifications and a visual inspection of an image provided were conducted. The device was not return for evaluation; however, a photo was provided that confirmed the sealed package contained a valve with cracked check-flo disc fitting it was reported that the failure was discovered prior to patient contact. The device history record was reviewed and noted 0 non-conformances. The check flo valve assembly is fully inspected per quality control for any non-conformance. There is no evidence to suggest that product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was shipping related, handling related or storage related. We will continue to monitor for similar events.